Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the dialyzer of a polyflux 14l before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device and a photograph were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection of the provided photo, a small black particle was visible on the header cap. It was not visible on the photo whether the particle was inside or outside the header. During visual inspection of the actual product with the naked eye, no particle was visible on either side of the product in the area of the header cap. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.